Event description:
The lay user / patient contacted lfs (B)(4) via email on (B)(6), 2010 alleging inaccurate readings on his one touch ultra meter. He claims that due to the alleged inaccurate readings he obtained on the meter, he took an unspecified amount of insulin on (B)(6), 2010 and ended up developing hypoglycemia and fell unconscious. The patient was hospitalized for 2 months. The patient also suffered an ankle injury. Lifescan (lfs) was unsuccessful in getting a hold of the patient to ask additional questions. At this time, there is no information on what the patient's blood glucose readings were prior to the event, how much insulin he had taken, how soon after taking insulin he developed symptoms, how soon after he regained consciousness, initial reading in the hospital, treatment and why the patient was admitted in the hospital for 2 months. It would have also been helpful to know the patient's diabetes regimen, and whether they patient took the increase dosage of insulin on his own or based on his diabetes regimen. The products were replaced and requested back. The complaint is being reported since the patient alleged that he took an unspecified amount of insulin based on the meter result and later suffered a serious injury.

Manufacturer narrative:
(B)(6). Additional: the reported condition was confirmed. The assignable cause was insufficient bonding at the connectivity of the luer body and winged luer cap. (B)(4).

Event description:
The facility representative contacted baxter to report a folfusor that contained a leak and there was a breach in the sterile fluid path. The leak occurred after being stored over a weekend. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available. A batch review was performed. All release criteria were met for the production of this batch. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).